Event description:
Customer reported an issue with the passport v monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's spo2 sensor and cables. Unit's cables and spo2 modules were also reseated as a precaution. Unit was calibrated and safety tested to factory's specs.